Event description:
A blood leak occurred 10 minutes after start of hemodialysis treatment. The dialyzer was at the initial reuse. The leak was observed with leak detector. Blood loss volume was around 200cc, since the blood was not returned to the patient. The patient was well and no medical treatment was given to the patient.